Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: evolutr-29-us transcatheter valve, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. The right ventricular (rv) lead exhibited consistently high thresholds since implant, and it was not possible to confirm capture. Additionally, the right atrial (ra) lead exhibited undersensing during recorded atrial arrhythmia episodes. The leads were explanted and replaced. No further patient complications have been reported as a result of this event.